Event description:
It was reported a patient receiving their second round of a supartz injection was hospitalized due to an infection. The patient was initially injected on (B)(6) 2022 and returned the next day due to pain and large knee effusion. The injecting physician extracted fluid from the effusion and cultures came back negative, no growth after 3 days. The patient was prescribed antibiotics prophylactically by the physician. The patient continued experiencing pain and went to the emergency room where she was admitted. The patient underwent arthroscopy and drainage of a large knee effusion. Cultures taken from the surgery showed the patient had a strep infection. It is suspected the patient had an allergic reaction to the avain ha which led to an infection. The patient has responded well to treatment.